Event description:
It was reported during implant procedure that the right ventricular lead exhibited an unspecified helix issue. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: h6 : codes should reflect product not returned.